Manufacturer narrative:
Type of device: img, gzj, gzi. Awaiting device return and evaluation. Chattanooga group took action to have the device returned for evaluation and repairs if required.

Event description:
FDA recall field correction effectiveness check. The FDA conducted routine effectiveness inspections of the devices to insure that the device had been updated with the software issued of the recent recall field correction. The FDA deemed that the devices had not been updated. The potential for pt skin burn and/or shock exist, due to the recall/field correction software not being installed. This potential adverse event and/or product problem could result in a pt injury. No injury/adverse event occurred to a pt. Chattanooga group was notified of the FDA findings.